Manufacturer narrative:
Zimvie complaint number (B)(4). D4: additional device information unknown / not provided. D10. Concomitant medical products: ieha346, certain bellatek encode healing abutment. 3.4mm(d) x 3.8mm(p) x 6mm(h) lot unk x 4. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that after several tries, the abutments did not seat. No impact on the patient was reported. The process was completed with another instrument.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) ieha346, (certain bellatek encode healing abutment 3.4mm(d) x 3.8mm(p) x 6mm(h) for evaluation. Visual evaluation was performed. The returned abutment has signs of use and was identified as reported. There was bone debris on the abutment. The abutment matched drawing. The abutment seated, engaged and disengaged with an in-house implant as intended. DHR review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the ieha346 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental: fit: does not seat. A definitive root cause could not be determined since a device malfunction did not occur. The reported event was unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, a device malfunction did not occur. The abutment engaged and disengaged with an in-house implant as intended. The reported abutment assembling event was unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.